Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced weakness and vomiting. The patient was taken for evaluation by a parent and the cgm was reading 368 mg/dl and the blood glucose reading was >500 mg/dl. The patient was hospitalized for 2 days and treated with an unspecified IV insulin drip. The patient began to recover a couple of hours after treatment was initiated. At the time of the report, the patient was still inpatient but feeling normal. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.